Event description:
The lead was implanted on (B)(6) 2003. Physician noted damage to rv lead insulation but did not choose to change or revise the lead. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).